Event description:
The pt reported that, since the fall of 2006, she had experienced incontinence. The incontinence had become daily and her pain symptoms had increased. She stated the location of the symptoms was near the catheter pathway. Magnetic resonance imaging was done in 2007 and a 3-4 mm granuloma was found at the tip of the catheter. She said, that two hcps were in the process of determining what to do next. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.